Event description:
It was reported that the atrial lead exhibited oversensing causing inappropriate mode switches. The lead remained implanted and the sensitivity was decreased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicates the lead exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2014.